Event description:
The customer reported the device fails to power up on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device fails to power up on ac power. There was not report of pt involvement. The device was evaluated by a philips field service engineer and the system was verified. The ac power supply was found to be defective. Philips is sending the customer a replacement ac power supply to resolve the reported issue.